Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on hospital glucometer. Reportedly, customer's continuous glucose monitor (cgm) was not available due to customer not starting the cgm session. Customer was not aware that the pump's control iq function relies on the cgm readings to prevent low bg values. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Treatment was administered via glucose in the ambulance; while hospitalized customer did not receive additional treatment for low bg. No information was provided regarding release date; however customer indicated issue was resolved and no permanent damage sustained. Reportedly, the customer reverted to manual injections while hospitalized.